Manufacturer narrative:
Other, other text: one hotline low flow system was returned for analysis. The tank cover was observed to be cracked, the pcb was noted to be outdated, the power switch was outdated, and there was wear to the line cord, front cover, and enclosure upon visual inspection. The tank was filled with water, the temp check was attached, the line cord was plugged in, and the power switch was turned on. The unit was observed to leak from the cracked tank cover, but the lcd screen was no cracked. Based on the evidence, the complaint was confirmed. The root cause was found due to user interface as the screws were over-tightened on the tank cover.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) was leaking. The front screen was also cracked. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Additional information: patient identifier,event, ( patient code).

Event description:
Additional information was received indicating that the issue was discovered during a routine maintenance of the unit.